Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(6).

Event description:
It was reported that upon inspection in the sterilization room the device was found to be broken. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10 this complaint is confirmed. Visual inspection of the returned device confirmed that the plastic head has cracks at various locations. The device exhibits wear indicating signs of usage. Review of the device history record identified no related deviations or anomalies during manufacturing. No medical records were provided. The device was manufactured on december 26, 2010 and has therefore been in the field for approximately nine years and two months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from repeated use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.